Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procedure according to IFU, md found that the dilator tip was bent. So md opened a new kit to finish the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit including a dilator, swg assembly, arrow raulerson syringe (ars), 18ga introducer needle, and product lidstock for analysis. Signs of use were observed on the dilator. Visual inspection of the dilator revealed the tip was deformed. After performing functional testing, a white particulate was additionally observed on and within the dilator tip. The dilator body length measured 4", which is within the specifications of 3 3/4"-4 1/4" per product drawing. The dilator outer/inner diameter at the distal tip could not be accurately measured due to the nature of the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was advanced through the returned dilator and met major resistance at the tip, likely due to the material within the tip. Despite this , the guide wire was able to completely pass through the dilator. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. The manufacturing facility confirmed that after tipping, the tip is 100% visually inspected as well as 100% controlled via gauge ga-pnz-0151. Despite this, due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual and functional analyses revealed that the dilator tip was split/frayed. A white particulate was additionally observed within and on the tip. Despite the damage, all relevant dimensional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report , the sample received, and the comments from r & d, the root cause has not been determined at this time. A non-conformance was initiated so that the manufacturing facility can further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procedure according to IFU, md found that the dilator tip was bent. So md opened a new kit to finish the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: during the procedure according to IFU, md found that the dilator tip was bent. So md opened a new kit to finish the procedure. There was no reported patient harm or consequence.